Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running patient samples on bd facscanto¿ ii flow cytometer erroneous results were obtained. There was no change in treatment, however, there was a delay as the customer had to use a different assay. The following information was provided by the initial reporter, translated from (B)(6) to english: there is a problem with the "bd lyotube lambda / kappa / cd19 / cd20 / cd5 / cd45" kit. The fluorescences are crushed on the axes and the events in the fsc / ssc dot plot are also different from usual. Cst passed successfully. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) yes. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) yes, was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. Provide details: how and to what extent? (Go to question #6) there were patient samples, but the customer used another assay when he found out that there was an issue with this one. No injury to the patients. Additional information provided by customer: there was not a change in the course of treatment but a delay, since the customer had to use another assay. The question n.3 is ¿was there any change or delay of treatment¿, for this reason I answer ¿yes¿. Btw, we found out that the issue was caused by a customer error, not a bd issue.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, and serial #(B)(6). Problem statement: customer reported a complaint regarding the instrument producing results with erroneous fluorescence. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 15sep2020 to date 15sep2021. Complaint trend: there are 5 complaints related to erroneous fluorescence; date range from 15sep2020 to date 15sep2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338961-v96101181-900215807-09, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to the customer not properly preparing the samples prior to testing. The customer had initially submitted a complaint regarding crushed fluorescence. During the remote assistance, the tsr (technical service representative) confirmed that the customer doesn¿t run cst performance check tests and the last 7 color test run was a month prior. The customer then ran a 7 color setup on the instrument, which passed, and the tsr requested for the support of an as (application specialist) from reagents to provide details of the reagent used (bd multitest cd8 / cd38 / cd3 / hla-dr. Cat. Number 333184 lot 88591). After reviewing the test data provided by the customer, the as concluded that the issue was due to improper preparation of the patient samples by the patient. No parts were requested for evaluation as there were no parts replaced. After identifying the issue, the instrument was tested and confirmed to be performing as expected. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. While it was reported that the treatment of the patient was delayed due to this event, there was no change in treatment. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: 02109668, case # 01453943 install date: 26feb2010 defective part number: n/a work order notes: o subject / reported: 338960 - bd facscanto ii cytometer 4/2 system ivd - squashed fluorescence o problem description: there is a problem with the "bd lyotube lambda / kappa / cd19 / cd20 / cd5 / cd45" kit. The fluorescences are squashed on the axes and the events in the fsc / ssc dot plot are also different from usual. Cst passed successfully o work performed: the csts pass successfully, there does not seem to be any technical problems. I suspect a problem in the preparation of the samples, I send mail to sata asking for an as to contact the customer. Cat.n. 624633 lot 0068807. I file a complaint (pr # (B)(4). As annachiara giordano contacts the customer to provide application support. I ask annachiara to share the files sent by the customer with emea product complaints. Annachiara informs us that the problem is not related to the reagent but to an incorrect preparation of the sample by the customer (lysis solution prepared by them incorrectly). O cause: customer error o solution: the problem has been resolved and the instrument is operating according to bd specifications internal notes: o valentina agnusdei 2021-09-24: annachiara informs us that the problem is not linked to the reagent but to an incorrect preparation of the sample by the customer (lysis solution prepared by them incorrectly). O the csts pass successfully, there does not seem to be any technical problems. I suspect a problem in the preparation of the samples, I send mail to sata asking for an as to contact the customer. Cat.n. 624633 lot 0068807 returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is a ¿4¿ and the rpn is ¿40¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o item: acquire data o function: start data acquisition; collects event pulse parameters (height, widths, area) and sends to the host. O potential failure mode: event rate too high, too much data is being acquired o potential effects of failure: loss of data in processing queue, loss of biologic sample o potential causes/mechanisms of failure: customer sample prep (too concentrated)/threshold set too low o current controls: triggers fifo overflow/event overflow message to host. O recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o sev: 4 o occ: 5 o det: 2 o rpn: 40 mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the erroneous results was due to the customer not properly preparing the samples prior to testing. Conclusion: based on the investigation results the root cause of the erroneous results was due to the customer not properly preparing the samples prior to testing. The tsr assisting the customer confirmed with an application specialist that the issue was due to the samples rather than the instrument. After the samples were properly prepared, the instrument was reported to be functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety. See h10.

Event description:
It was reported that while running patient samples on bd facscanto¿ ii flow cytometer erroneous results were obtained. There was no change in treatment, however, there was a delay as the customer had to use a different assay. The following information was provided by the initial reporter, translated from italian to english: there is a problem with the "bd lyotube lambda / kappa / cd19 / cd20 / cd5 / cd45" kit. The fluorescences are crushed on the axes and the events in the fsc / ssc dot plot are also different from usual. Cst passed successfully: are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. Was there any delay of treatment due to the issue? (Go to question #3) yes. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) yes. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. Provide details - how and to what extent? (Go to question #6) there were patient samples, but the customer used another assay when he found out that there was an issue with this one. No injury to the patients. Additional information provided by customer: there was not a change in the course of treatment but a delay, since the customer had to use another assay. The question n.3 is ¿was there any change or delay of treatment¿, for this reason I answer ¿yes¿. Btw, we found out that the issue was caused by a customer error, not a bd issue.